Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate modular cable (lot number: 11142420) was exchanged following irregular driveline power fault alarms. Submitted log files indicate driveline power fault alarms on 07jan2026 at 23:19:15 and 08jan2026 at 10:03:22. In addition to the driveline power fault alarm on 08jan2026, a driveline communication fault alarm was also observed. Provided information indicates modular cable lot number 10218500 was exchanged on 08jan2026 and driveline power fault alarms reoccurred while connected to modular cable lot number 11142420. An inline connector cleaning was performed on 13jan2026, and the newer modular cable, lot number 11142420, was exchanged. During the cleaning procedure, corrosion was noted on the pump cable connector. After the cleaning no further alarms were reported. The modular cable returned with signs of corrosion on the inline connector consistent with the provided information that during the cleaning procedure corrosion was noted on the pump cable connector. The modular cable passed all applicable testing without issue. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was not correlated to an issue with the modular cable. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 11142420) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect power fault and communications fault alarms, and the actions to take if the issue does not resolve. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline faults. Log files were sent for review. The event log file recorded a driveline power fault associated with a (f4) pwr_a_broken controller fault flag at approximately 23:19:17 on (B)(6) 2026. Motor function was not affected by this event. The modular cable and system controller were exchanged. The modular cable had obvious water damage. After quick inspection of driveline side connection, it was noted to also have water damage. New items were connected and the alarms did not clear. Driveline connection fault also presented itself. The patient was stable. The alarms were cleared. New log files were sent for review for the newly placed controller and modular cable. The 20 alarm silence actions were also performed prior to grabbing log files. The follow up log file for confirmed the driveline power faults following the equipment exchange. The log also contained unusual communication faults. These alarms appeared to self-resolve. It was suspected the patient side connector still had corrosion and required a cleaning. It was also noted the extended silence did not appear to be active. A driveline cleaning was completed, and a new modular cable was issued. Isopropyl alcohol was used to remove debris from the pump side connector. The driveline power fault was resolved. During the cleaning procedure, corrosion was noted on the pump cable connector.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.